Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high ventricular rate and noise reversion episodes. No intervention was reported at this time. The patient was asymptomatic and would be monitored.

Event description:
New information indicated that the lead continued to exhibit noise. The patient was in stable condition.